Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97702 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulation was shutting off on them and the issues for both their implant began about a month ago. Patient stated the left implant shut off twice and the right implant did it once. Patient had an appointment with their healthcare provider on the (B)(6) because the right battery pack felt like it was pulling at the wires and it got to a point where it was painful and that was the least of their problem. Patient lost 105 pounds in the last 1.5 years and now both battery packs were completely visible and more exposed neither one of them were quite comfortable anymore. The implant on their butt literally felt like it was pulling it. Agent redirected patient to their healthcare plan to further address the issue. Patient mentioned it had been 5 years and usually that was how long they got before the battery started to go.